Event description:
At the 3 minute read time test line was not visible, it was developing after 3 minutes. Control line was visible. Even test line that come up after 3 minutes was very faint and did not correspond with serum quant over 150,000. Tests used at the same sample came up positive. Very limited info was submitted. No lot number available. Therefore, retain sample testing is not possible.

Manufacturer narrative:
Retention devices testing can not be performed, because lot number was not reported.